Event description:
Pt was treated in 2005. The pt developed gray bumps on face after treatment. At three days post treatment the pt noticed small scabs developing all over pt's face. The scabs have all fallen off and the pt is healing nicely.